Manufacturer narrative:
Event date: aware date of (B)(6) 2022 used as event date is unknown.

Event description:
It was reported via the patient that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. At an unknown timepoint, thrombus was noted on the closure device. The patient remained on their anticoagulation medication.